Event description:
It was reported that an implant was removed due to a fracture. Procedure was completed.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).A2: Age at time of the event unknown / not provided.A4: Patient Weight unknown / not provided.D6b. If Explanted, unknown.